Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing a low blood glucose incident that occurred on (B)(6) 2014. Patient stated he had an epileptic seizure at 7 am on (B)(6) 2014 and lay down onto the floor; did not lose consciousness. Patient reported his son-in-law tested his blood glucose level twice with 5 minutes with results of lo and 34 mg/dl. Patient stated his son- in-law injected him with glucagon and called for paramedics. Patient reported the paramedics arrived and took his blood glucose level 3 times on their meter with results of lo, lo, and 28 mg/dl; was given dextrose and taken to the hospital. Patient stated the hospital tested his blood glucose level 3 times; results not provided. Patient reported he was not admitted to the hospital but was treated with an IV of unknown content. Patient stated prior to the incident his most recent bolus was 0.6 units at 9:54 pm on (B)(6) 2014. Patient believes the infusion device delivered too much insulin causing his low blood glucose incident. Patient reported receiving an alarm from the infusion device about 3 hours prior to the low blood glucose incident; no alarm found in the device alarm history. Patient no longer has the cartridge used during the incident. Product was replaced and requested return of the alleged infusion device, infusion set and adapter for evaluation.